Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The reported event happened in great britain. It was reported that the device broke during surgery. The broken pieces were directly removed. No injury to patient, user or third reported. Additional patient information is not available.

Manufacturer narrative:
The cutting electrode is broken on the exit of the insulation at the current supplying side. The broken surface shows the appearance of a forced break. The cutting electrode is also bent in itself and a part of the wire is split. The device history records have been checked and no deviations can be found. As the cutting electrode is bent and the surface of the break shows a force break appearance, it is most likely that the electrode got overloaded during use. Therefore the most probable root cause is usage-related. Correction in section d9: the initial report did not reflect that the product was returned on january 20, 2023.